Manufacturer narrative:
Other, other text: two cadd cassette reservoir was received for the evaluation of a reported leaking. The returned sample was received in used conditions without its original packaging. A visual inspection was performed at a distance of 12' to 16' under normal conditions of illumination, and no discrepancies was detected. A functional testing was performed where a syringe was used to look for unusual functions such as leaks. There was no leak detected. Root cause was determined to be a manufacturing issue. A leak testing was reviewed to ensure that measures were within specification, and no discrepancies were found. The root cause of the reported event was determined to be a manufacturing issue.

Event description:
Additional information was received indicating that the sample contained medicine (ropivacaine 0.12% - sufentanil 0,75 ug/ml ? Nacl 0.9%). The leak was discovered at the preparation of the cassette and there was no patient involvement.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cassette was leaking. It is unknown if the reported event occurred while in use with a patient. There was no adverse events reported.